Event description:
Philips received a complaint by the customer on the v60 indicating that ventilation was at a high rate. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
H10 per a response received to request for additional information, it was determined that there was no fault with the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was reported that a doctor used a ventilator to assist the breathing of a critically ill patient by inserting a tracheal tube. Prior to using the equipment (v60 ventilator), the inspection showed no abnormalities, and the parameters were set correctly. During use, the machine continuously delivered air and the alarm frequency was too high. The machine experienced inconsistent air delivery with the patient's breathing frequency, leading to patient-ventilator asynchrony. This caused the patient's breathing to become irregular, resulting in resistance and insufficient oxygen intake, leading to a decrease in blood oxygen saturation. After rechecking the parameter settings and confirming they were within the correct range, the ventilator was immediately replaced. Following the switch to the new ventilator, the patient's condition improved. It is not reported how much the patient¿s oxygen saturation decreased; however, it was reported that there was no harm to the patient. Clinical review and assessment of the reported event finds that the device did not cause or contribute to a serious injury. The reported patient symptoms of decreased oxygen saturation and irregular breathing are assessed as non-serious based on current information. Further information regarding the reported event have been requested.